Event description:
It was reported that the customer was hospitalized for low blood glucose values of 19 mg/dl. Troubleshooting revealed programming on the insulin pump to be correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.